Manufacturer narrative:
H2 - if follow up, what type? Changed from blank to device evaluation. H3 - device evaluated by manufacturer? Changed from blank to yes.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked and torn, however, the timing and cause of the damages could not be determined. During the investigation, fluid did not exit the distal tip of the soft cannula and was observed exiting through the tear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 250 mg/dl, while wearing the pod between 36 and 48 hours. No information was provided on how the hyperglycemia was treated.